Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19088. It was reported the pt experienced a bruise and persistent pain at the ipg following a fall. The pt experienced over-stimulation when turning the stimulation on and no coverage in the right side. Reprogramming was unsuccessful x-rays have been ordered. Surgical intervention may be taken at a later date to address the issue.